Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (b)(b) 2013. According to the complainant, the case was completed successfully. No alarms or error codes went off. It was only post-procedure that redness was noted on the perineum and anal area. The patient had sustained a first to second degree burn in the inner vagina, perinuem and buttock. Burn cream was prescribed for treatment. Attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date. Should additional relevant details become available, a supplemental report will be submitted.